Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received with the soft cannula fully deployed. The download data showed that the pod had been deactivated by the user after 173 pulses. Both priming sequences ran for the expected number of pulses. The data showed that a complete bolus had been delivered by the pod immediately after the pod completed the activation process. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early.